Manufacturer narrative:
This report is for an unknown cortex screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery due to a nonunion and broken hardware. Patient, a (B)(6) year-old male, previously had an unknown type lesion on his tibia. Postop, three (3) of the five (5) implanted unknown cortex screws were broken in plate. He then went on to have a nonunion of the tibia. The revision was attempted on (B)(6) 2019, however, the patient's tibia had further deteriorated. It was then decided not to put anymore hardware until biopsy results were received. The devices were explanted. It is unknown if there was surgical delay. Plates and broken screws were removed from patient; the procedure was successfully completed. Patient outcome was stable. Concomitant device: unknown cortex screws (part # unknown, lot # unknown, quantity 2), unknown screws (part # unknown, lot # unknown, quantity 2), lc-dcp plate (part # 223.57, lot # 7490608, quantity 1). This report is for one (1) unknown cortex screw. This complaint involves four (4) devices. This is report 3 of 4 for (B)(4).